Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter was returned for evaluation. The returned microcatheter was cut into three pieces and the distal segment of the tip was missing. Microscopic observation of the tip found that the tip surface was scratched by some hard object such as calcium; the observed scratch was originated from the torn end of the tip. Multiple circumferential cracks caused by stretching of tip polymer were observed on the tip surface at the tip shaft junction. The under layer of polymer was found stretched at the torn end. Processed ends of the braid tube were also observed at the torn end; this suggested that approximately 2mm of distal part of the tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with catheter removal had most likely contributed to the observed tip separation. The tensile stress would exceed the product design limit when the tip movement was restricted by capturing calcification of the complicated lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter became separated during a pci to treat a cto in the diagonal-lad bifurcation where there were epsilateral collaterals from first septal perforator to lad. A sion black crossed successfully from the septal collateral to lad and then into diagonal. The caravel failed to negotiate into the septal collateral hence it was decided to remove it and exchange with a corsair catheter, which removing the tip of the caravel catheter stuck at the septal perforator-lad junction. Proximal part of the carvel was pulled with force into guideliner guide extension that was introduced over the caravel leaving behind the distal tip in the septal branch. Procedure was completed successfully with anterograde cto approach. Detached tip of the caravel was left in the septal branch. There were no adverse patient effects associated with the detached tip.